Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced pain, dyspareunia, mesh erosion, and had additional surgeries. All other information is unknown.

Event description:
Dr. (B)(6) confirmed that the procedure resulted in perfect anatomical support. He confirmed patient pain and stated that the patient had multiple pain syndrome. The mesh was eventually removed by a different physician. No more information is currently available.

Manufacturer narrative:
Additional information received from phone conversation with physician on (B)(6) 2012.